Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and greater than 4 seconds of pacing inhibition. It was noted that the patient had a surgical procedure and the noise corresponded with the procedure. No further noise was observed post procedure. No adverse patient effects were reported. This product remains in service.